Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are:product ID 37791 lot# serial# unknown product type recharger product ID 37651 lot# serial# (B)(6) product type recharger product ID 37761 lot# serial# (B)(6)product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3. Analysis of the desktop charger (s/n (B)(6)) found the connector pin at the end of the cable was bent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been having trouble charging their implanted neurostimulator (ins) since probably christmas 2022. Patient said it takes forever, they get 1 or 2 coupling boxes and then it goes away then they get 8 maybe but it just can't seem to maintain coupling boxes. The patient said they hold the antenna in place with their hand and shoulder holster, the adhesive discs don't work for them, they recharge every day. Reviewed some repositioning charging information. Patient inspected the equipment and reported the gray cord gets twisted all the time, they try so hard and finally after a long time it gets to 75 percent but it takes forever. A replacement antenna was sent. Additional information received from the consumer reported they receive the replacement equipment but were still experiencing the same issue as they had been charging for an hour and 15 minutes, and weren¿t moving past 50%. The icons were flashed, and they were charging with full coupling, but it wasn¿t always full coupling. The consumer was intereste d in getting a wireless recharger instead. The manufacturer¿s representative (rep) mentioned the patient had higher settings and needed to recharge. Additional information received from the manufacturer¿s representative (rep) reported after the patient received the wireless recharger was received and resolved the issue completely as it significantly reduced recharging and it was ¿fast.¿